Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a ghost failed drawer. A field service engineer accessed support mode, disabled the network adapter for the drawers, and launched the application, which triggered a failure state across all drawers. After re-enabling the network adapter and reloading the application, all drawers were successfully recognized and returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed hardware. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.